Event description:
It was reported that the right ventricular (rv) lead had a lead warning due to undefined resistance. It was also reported that the rv lead had no capture and no sensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance with ventricular impedance at implant equal to 523 ohms, lifetime impedance max/min equal to open/444 ohms. Ventricular lead weekly trend data shows an abrupt increase for min and max impedance of 771 to 3950 ohms range between (B)(6) 2011 and (B)(6) 2012. Ventricular lead alert time on (B)(6) 2012.